Manufacturer narrative:
Patient initials: (B)(6). Date of event: unknown. Date of implant: unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.037.242s, lot 9838661: manufacturing location: (B)(4). Manufacturing date: june 24, 2015. Expiration date: may 31, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the short trochanteric femoral nail (tfn) posterior cut out post-operatively. The patient was revised to a hemi hip arthroplasty. No delay in surgery was reported. Concomitant medical devices reported: blade (part number 04.038.275s, lot number 7942190, quantity 1) screw (part number unknown, lot number unknown, quantity 1) this is report 1 of 1 for (B)(4).